Event description:
During treatment of a basilar artery aneurysm, when the surgeon positioned the third coil, a deltapaq cerecyte ((B)(4), lot m10481), into the distal part of the aneurysm, he noted that the connection between the coil and delivery wire was already broken. The tail part was inside the neck of aneurysm. The surgeon injected medium to push the broken coil into the aneurysm and then positioned another coil to complete the procedure. There was no resistance when the coil was advanced/repositioned in the aneurysm. A prowler 14 microcatheter (catalog/lot unknown) was used for the procedure and there was no resistance between the coil and microcatheter and the surgeon claimed the microcatheter was ¿good¿. An adequate continuous flush had been maintained through the microcatheter. The microcatheter had not been repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter. A one to one relationship between the coil and delivery tube was verified with fluoroscopy prior to repositioning. The coil was not entangled with other coils and did not appear to stretch prior to detachment. No adverse event occurred.

Manufacturer narrative:
The analysis revealed that the coil was not prematurely detached. Additional information is pending from the affiliate and will be submitted within 30 days of receipt. The undamaged coil was returned still attached to the device positioning unit (dpu) via the intact and undamaged detachment fiber. The coil was dimensionally and materially inspected and found to be the same as the reported coil which is a cdf100306-30. The core wire protrudes outside the sheath at the distal tip of the skive. There is no mechanical sheath damage that would have opened up the skive. The protrusion was due to external force. The circumstances that caused the core wire to protrude outside the sheath cannot be determined based on information provided and the evidence received. Therefore, the root cause of the coils unintended detachment while being positioning inside the aneurysm cannot be determined as the coil was returned still attached to the dpu. In addition, without the return of the prowler 14 used in the procedure, it cannot be determined if this component had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.

Manufacturer narrative:
Correction: the device involved in this complaint was not returned for analysis. Complaint conclusion: during treatment of a basilar artery aneurysm, when the surgeon positioned the third coil, a deltapaq cerecyte (cdf10030630, lot m10481), into the distal part of the aneurysm, he noted that the connection between the coil and delivery wire was already broken. The tail part was inside the neck of aneurysm. The surgeon injected medium to push the broken coil into the aneurysm and then positioned another coil to complete the procedure. There was no resistance when the coil was advanced/repositioned in the aneurysm. A prowler 14 microcatheter (catalog/lot unknown) was used for the procedure and there was no resistance between the coil and microcatheter and the surgeon claimed the microcatheter was ¿good¿. An adequate continuous flush had been maintained through the microcatheter. The microcatheter had not been repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter. A one to one relationship between the coil and delivery tube was verified with fluoroscopy prior to repositioning. The coil was not entangled with other coils and did not appear to stretch prior to detachment. No adverse event occurred. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The premature detachment could not be confirmed without return of the device for analysis. The root cause of the event could not be determined; however, procedural factors may have contributed to the complaint. The distal portion of the coil may have become attached to the aneurysm or other coils within the aneurysm. Inspections are in place to prevent damaged product from leaving the manufacturing facility. There is no evidence the premature detachment was related to a manufacturing issue; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). The device was returned for analysis; however, the analysis has not yet been completed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.